Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the undetected upstream occlusion, which was found during evaluation and was already confirmed. The cause was found to be an out of calibration upstream sensor. The sensor was calibrated to correct this condition.

Event description:
During recertification of a baxter pump, functionality testing was completed. During the occlusion retesting (10 ml/hr), the device failed to detect an upstream occlusion. There was no patient involvement.